Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse platform (sn 32409) displayed (user advisory) 45 (not at "home" position after power-on/restart) upon powering on. No patient involvement.

Manufacturer narrative:
Correction in h4 (device manufacture date). The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed (user advisory) 45 (not at "home" position after power-on/restart) upon powering on," was confirmed during the functional testing and archive data review. The root cause for the ua45 error was due to the driveshaft not being at the "home position." The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the root cause of ua45 was determined to be due to the integrated encoder gearbox failure, likely attributed to the device's aging. The autopulse platform was manufactured in 2014 and is eight years old, past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. The archive data review indicated several ua45 error messages around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, thus confirming the reported complaint. The integrated encoder gearbox needs to be replaced to address the ua45 message. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).